Event description:
Customer reported a blank display on her insulin pump. Customer's blood glucose is 289 mg/dl. The device or the battery compartment is not damaged or corroded. Customer removed the battery for ten minutes, cleaned the contacts, and reinserted a new battery, but the display did not return. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.